Event description:
It is reported that the end-user developed a red heat rash in mirror image under product's tape collar, which started in (B)(6) 2013 while using a hollister product which continued with convatec's product currently in use by end-user. It is further reported that end-user has seen a wound ostomy & continence nurse (wocn) three (3) times and treatment provided with oral antibiotics, steroid inhaler puffed onto rash and prescription antifungal powder with no improvements.

Manufacturer narrative:
The product associated with batch 4a03476 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Skin regimen was discussed with end-user as follows: end-user uses adhesive remover; dove soap; stomahesive powder and sting free protective barrier wipes; product's weartime is 48 hours. Lastly, samples of full barrier will be sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.